Event description:
The surgeon implanted a toric sillicone lens model aa4203tl and was torn during insertion. The lens was implanted and removed without patient injury. It was indicated by the contact that they did not know the model and lot numbers of the cartridge and injector used during surgery.